Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive, high voltage cable, collimator cover, and gasket were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system won't save images and is missing saved images. Also the insulation on the high voltage cable is worn, and the collimator cover and gasket need replacement. No pt injury was reported.